Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and the inner insulation was breached and had metal ion oxidation. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was kinked/buckled, the outer insulation was melted, the inner insulation had cosmetic metal ion oxidation, the outer insulation had cosmetic metal ion oxidation, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut and the helix/lobe was distorted/bent.

Event description:
It was reported that impedance was low and trending down on the right ventricular lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.